Event description:
This is a (B)(6) female with a past medical history of sphenoid meningioma with optic nerve compression who presented to (B)(6) on (B)(6) 2016 for an endoscopic resection of a skull base trunnion. During the operative phase, while the surgeon was testing the equipment, sparks ignited from the cord at the base of the probe. The flame was immediately put out. The cord was disassembled from the monopolar instrument and the cord attachment broke into two pieces. The instrument and cord were removed from the sterile field. There was no pt harm and the case was proceeded without incident. Biomedical engineering (biomed) was notified after the incident and they inspected and tested the generator for various settings but was unable to duplicate the event and found the equipment in proper working order.